Event description:
During placement of the device, a gastric blood vessel was lacerated and went unnoticed. The pt had complications (including a distended abdomen) that possibly contributed to his death (bled to death). One pt involved.